Event description:
It was reported the initial cataract procedure was performed without complication and an intraocular lens (iol) was implanted. At day one the patient had a refractive error of -2.75. Based on this result the iol was explanted and a lower diopter iol was implanted. After the second iol implant the patient refracted to a +2.00. This lens was removed and another lens with the same diopter as the initial lens was implanted. Patient was 20/25 uncorrected day one post op with this lens. The physician stated he believes the initial lens was mislabeled for diopter.

Manufacturer narrative:
The iol was discarded by the account and not received for analyis. Product history records were reviewed and the device met all manufacturing specifications. No other complaints for product manufactured in this lot have been received. We are unable at this time to definitively determine the cause of this event. The manufacturer's investigation into this report will continue.